Manufacturer narrative:
Conclusion from hill-rom technician's on-site visit (B)(4) 2012: the staff could not be specific in the events leading to this incident with regards to whether the legs were open or closed and the true position of the hoist when lowering the pt on to the chair. We completed a full load test on the product and were able to raise, move and lower the load without any issue's. I believe that this incident was due to local factors within the hosp and the product was not the direct cause of this incident.

Event description:
Staff were lifting a pt who had fallen to the floor. When they started to lowering him onto a chair the lift began to tip. Staff managed to hold on to the lift preventing it from tipping over.